Event description:
A healthcare professional reported poor cutting when using a cutter during a vitrectomy procedure. The cutter was exchanged and the problem was resolved. There was no pt harm reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).